Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, device skipped/ jumped and did not take a smooth pass which left an abrasion/ gouge at the donor site on the patient. Due diligence information in process but no additional information available.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10, h11. Review of the most recent repair record determined the control bar was loose and not in the correct position. Calibration was out at the 0 readings. The vespel and semi-circle bearings were replaced, control bar adjusted, and device calibrated which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.